Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device showed an 'abnormal defibrillation delivery'-indication during the device's self-test. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device showed an 'abnormal defibrillation delivery'-indication during the device's self-test. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.